Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred . Customer¿s blood glucose (bg) level was 400-600 mg/dl. Bg was addressed with a manual injection. Customer reverted to manual injections for insulin therapy.